Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was contaminated with liquid. The ventilator was investigated on site by our field service engineer. According to service report pcb pneumatic back-plane had traces of liquid spill, most likely coming from patient food, and further investigation revealed that the pcb pneumatic back-plane was defective. Issue resolved by replacing the defective pcb pneumatic back-plane. Unit was handed over to customer in working condition. No parts returned for investigation. No root cause established however, most probable usability issue. To avoid this scenario in the future, additional liquid protection solutions was implemented for units with serial numbers above 25001 (for servo-s).